Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No a21 alarm, no failed battery test alert and no reset alarm during test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart alarm. Customer stated that insulin pump had rejected new batteries, random no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.